Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with complaint of chest pain. It was noted that the right atrial (ra) lead exhibited high impedance, oversensing, loss of capture, and high thresholds. Intervention was not done and the lead remains in use. No patient complications have been reported as a result of this event.